Manufacturer narrative:
H11: corrected data. Updated section b5 and h6 (medical device problem code).

Event description:
It was reported that during slap repair with a shoulder arthroscopy, the anchor of two (2) microraptor knotted regenesorb were pulled out when tightening the knots. All anchors were successfully removed from the patient, and the procedure was completed with a microraptor knotless and a q-fix. No delay or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during slap repair with a shoulder arthroscopy, the anchor of three (3) microraptor knotted regenesorb were pulled out when tightening the knots. All three anchors were successfully removed from the patient, and the procedure was completed with a microraptor knotless and a q-fix. No delay or further complications were reported.

Manufacturer narrative:
H10: additional information updated section b1, b2, b5, h1 and h6 (clinical code and impact code).

Event description:
It was reported that during slap repair with a shoulder arthroscopy, the anchor of two (2) microraptor knotted regenesorb were pulled out when tightening the knots. All three anchors were successfully removed from the patient, and the procedure was completed with a microraptor knotless and a q-fix used in the additionally drilled bone hole. No delay or further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events cannot be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H6: health effect - impact code updated only to f1906.